Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR #2134265-2010-05593, #2134265-2010-05745, #2134265-2010-05746. It was reported that during a coronary artery treatment procedure a vessel perforation occurred. The lesion was located within the very tortuous and calcified obtuse marginal (om) artery. The physician was attempting to wire the lesion but encountered difficulty in crossing the lesion with each of the following guide wires: 2 different non-bsc guide wires, one kinetix guide wire and two pt floppy guide wires. A couple unknown guide wires were able to go past the lesion. The physician attempted to advance a f/g renegade 150/20/1tip to do a wire exchange and created a dissection. The physician then attempted to advance the catheter past the lesion. When the devices were removed, a perforation on the om was noticed. The patient was sent to surgery. There were no additional patient complications reported and the patient's status is stable.